Event description:
It was reported that the systems power was fluctuating causing the system to lock up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.